Event description:
Complainant alleged the device successfully discharged on the first attempt and subsequently took over two mins to discharge and the devices displayed several unk error messages. Complainant did not indicate that there was pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.